Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from osh, there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board and/or the main circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified therapeutic procedure at the user facility, it was found that the subject device could not be turned the power on. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (osh) checked the subject device and the reported phenomenon was not duplicated and it was found that the alarm occurred, the front panel did not light up, and also the cavity pressure control switches and the cavity pressure indicator did not function.